Event description:
It was reported that the sic (sensing integrity counter) value was over 18,000 short v-v intervals. The rv pacing impedance was higher than 3000 ohms. No capture of rv pacing threshold test at high parameter settings (8v/1.5 ms). Patient alarm sounded upon ICD device interrogation. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.